Event description:
It was reported that during planned outpatient transcatheter aortic valve replacement (tavr) procedure with lotus edge aortic valve system, the valve device failed to fully deploy out of the catheter and attempts to retrieve and redeploy were unsuccessful requiring the partially deployed device and femoral sheath to be emergently removed due to severe aortic insufficiency. A new femoral sheath and alternative brand valve were then placed and successfully deployed. Several minutes later, the pt became hemodynamically unstable and required blood products. No annular rupture or ascending or descending aortic dissections were found on aortograms but peripheral angiogram revealed a right iliac artery perforation resulting from removal of partially deployed lotus edge device. Attempts at stenting the vessel were unsuccessful, the pt went into cardiopulmonary arrest, and ultimately expired after resuscitation efforts were unsuccessful. FDA safety report ID# (B)(4).